Event description:
It was reported that during a rotational atherectomy procedure, the burr became stuck in the vessel. The rotablader procedure was being performed in an extremely calcified rca lesion with a previously placed stent. The burr stalled, and the physician was unable to advance or pull back on the burr. The burr would spin for a couple of seconds and then stall. The physician had to use force to remove the burr. The vessel was dilated and two taxus stents were placed distal to the previously placed stent.